Manufacturer narrative:
Analysis was unable to confirm the customers comment that the epg had a damaged knob. It was identified that the hanger assembly and upper case was broken. The encoder assembly was replaced as a preventative measure. The battery drawer was contaminated. Display wires were pinched but not compromised. All found defective parts were replaced and all other identified issues were resolved if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that external pulse generator (epg) had a damaged knob. There was no patient involvement.